Manufacturer narrative:
Zoll (B)(4) confirmed the reported event and also found that the drive shaft was too tight to rotate. Zoll (B)(4) determined that the reported issue may be related to the motor or the clutch plate. However, the device will not be returned to zoll (B)(4) for a complete investigation, therefore a root cause could not be determined.

Event description:
It was reported by the customer that during a device check, the autopulse platform shut down abruptly. Customer attempted to use other batteries, however the issue was duplicated. There was no report of any patient involvement. No further information was provided.